Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones. Interrogation revealed the delivery of two shocks. This transvenous implantable lead's imedance for the shocks was less than 20 ohms. A shock lead impedance test resulted in a normal measurement.